Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that patient was brought to the operating room with a broken gamma 3 11mm x380mm nail 125 neck angle and distal 5mm interlocking screw. The broken implants were extracted and replaced with a zimmer natural nail 13mm x 400mm 125 degree. There was non-union the patient was only a couple weeks post op.